Manufacturer narrative:
This report is for an unknown matrix construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Reporter is a synthes employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal decompression, fusion, rigid stabilization, and motion preserving stabilization. Failed spinal decompression, fusion, rigid stabilization, and motion preserving stabilization has been identified as per spine tango registry report experienced by the following with corresponding intervention: 19 patients had general complications: intraoperative: anaesthesiological (4), cardiovascular (4), pulmonary (1), thromboembolism (1), other (4), not documented (5). 149 patients had general complications: postoperative surgical before discharge: cardiovascular (15), pulmonary (30), cerebral (8), kidney / urinary (25), liver / gi (16), thromboembolism (6), death (7), other (30), not documented (12). 109 patients had surgical complications: intraoperative adverse events: nerve root damage (4), dural lesion (85), vascular injury (3), fracture vertebral structures (1), other (12), not documented (4). 164 patients had surgical complications: postoperative surgical before discharge: epidural hematoma (7), other hematoma (13), radiculopathy (8), csf leak / pseudomeningocele (11), motor dysfunction (25), sensory dysfunction (16), bowel / bladder dysfunction (7), wound infection superficial (16), wound infection deep (14), implant malposition (15), implant failure (2), other (18), not documented (12). 93 patients had reoperations at any level due to adjacent segment pathology (17), failure to reach therapeutic goals (9), hardware removal (17), implant failure (18), implant malposition (2), instability (11), neurocompression (7), non-union (9), other (4), postoperative infection deep (2), sagittal imbalance (2), unknown (53); 38 patients had reoperations at the same level due to adjacent segment pathology (3), failure to reach therapeutic goals (3), hardware removal (5), implant failure (7), implant malposition (1), instability (2), neurocompression (3), non-union (4), other (1), postoperative infection deep (1), unknown (23). This is for depuy synthes matrix, urs, uss, and uss fracture pedicle screw systems. This is report 4 of 9 for (B)(4). Additional reports are captured under (B)(4).